Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia of value over 800 mg/dl and over 400 mg/dl. Customer stated when the emergency medical services came out they wasn't feeling good. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer unable to troubleshoot insulin pump. The customer was treated with manual injection for high blood glucose level. The device will not be returned for analysis.